Event description:
After placed into the patient, the opticross ivus [intravascular ultrasound] catheter would not display an image on the monitor. The catheter was removed and replaced with no harm to the patient. Manufacturer response for opticross ivus catheter, opticross ivus catheter (per site reporter). Mfg [manufacturer] notified by site.